Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-symptoms from prialt, (B)(4)-lack of relief, and (B)(4)-scs; never programmed right. Information was received from a consumer regarding a patient receiving dilaudid with an known dose and concentration via an implantable pump for spinal pump. It was reported in 2016 (within the last 6 months) the pain pump had moved and pump had to be revised. Caller stated the patient did not remember the healthcare provider (hcp) doing a trial before the pump was put in. Caller stated they did the revision and the hcp also did a dye study. The dye study found the catheter tip was higher than where the patient needed it to be. It was mentioned that patient had complex regional pain syndrome (crps). Caller stated dilaudid was in the pump when it moved. Patient's outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.